Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident (stroke), weakness and embolism are listed in the product instruction for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that 4-6 hour post rx acculink stenting procedure in the right internal carotid artery, the patient developed left sided weakness with left arm drift and confusion. CT scan of the head was negative, however the MRI performed one day post procedure was consistant with right frontoparietal cortex embolitic infarct. The patient was treated with activase. The patient's conditon is continuing but improved. The patient was discharged home four days after the procedure. Though requested, there was no additional informationn provided.